Manufacturer narrative:
Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Reportedly the customer was using apidra brand insulin which is off label insulin use and was not preforming the air removal step correctly during the loading sequence. Tandem technical support educated the customer on proper technique. The customer's blood glucose level read "high"; a specific value was not provided. Elevated blood glucose and the occlusion were addressed with a correction bolus via the pump a supply change. The customer resumed insulin therapy.